Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance regarding a check supply line message that appeared on the display of hp's homechoice machine during the prime cycle prior to hp's automated peritoneal dialysis (apd) therapy. After tsc reviewed the alarm log on the homechoice machine, it was apparent that hp had previously rec'd a 2240 alarm and the check supply line message appeared as a result of hp attempting to start therapy over with the same setup. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.